Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The UDI is unknown because the part number and lot number were not provided. Date of implant has been estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported stent fracture cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature: endovascular treatment of popliteal artery occlusion caused by ruptured supera interwoven nitinol stent.

Event description:
It was mentioned via article presentation: "endovascular treatment of popliteal artery occlusion caused by ruptured supera interwoven nitinol stent: [during 2016, at the leipzig interventional course, presented by kum et al] another case of a type v fracture. No additional information was provided.